Event description:
It was reported that this right atrial (ra) lead was explanted due to dislodgement issues. The lead also exhibited high threshold and intermittently capturing. This lead was successfully replaced. No additional adverse patient effects.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, the dislodgement allegation was not confirmed. Although deformed coils were noted at the tip of the lead, it is more likely this damage was due to handling, possibly during explant vs. A precursor to dislodgement. Electrical allegations were not confirmed, lead resistances measured normal.

Manufacturer narrative:
At this time, the product has not been returned. If the product is returned and the analysis is performed, this report would be updated at that time.

Event description:
It was reported that this right atrial (ra) lead was explanted due to dislodgement issues. The lead also exhibited high threshold and intermittently capturing. This lead was successfully replaced. No additional adverse patient effects.